Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-jul-2023. Investigation summary: nine samples from batch 1035281, ten samples from batch 1127509 and eleven photos were provided to our quality team for investigation. Nine samples from batch 1035281 did not have any stringing or excessive silicone and all were acceptable per product specification. Ten samples from batch 1127509 all had excessive silicone past the stopper onto the plunger rod. The condition observed is non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the silicone excessive defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect.

Event description:
It was reported that prior to use with 2 lots of bd 1ml luer-lok syringe bulk non-sterile "silicone" foreign matter was discovered inside the barrel of syringe. This occurred with potentially 18,000 syringes of lot# 1035281 and 10,000 of lot# 1127509. The following information was provided by the initial reporter: we have unfortunately received a complaint from one of our customers due to an excess of liquid (believed to be silicone) inside the barrel of the syringe. This incident did not cause any patient or user injury and was identified prior to use of the syringes. The lot number of the syringes related to this complaint is 1035281. 18,000 syringes are potentially affected. We have also observed the same issue in 1ml syringes that we have picked for other jobs. No patient or user injury was caused by this issue as it was identified before the syringes were released to the customer. The lot number of these syringes is 1127509, as a result of this issue 10,000 units have been rejected by production.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1035281. D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: (B)(6) 2021. D.4. Medical device lot #: 1127509. D.4. Medical device expiration date: 30-apr-2026. H.4. Device manufacture date: (B)(6) 2021.

Event description:
It was reported that prior to use with 2 lots of bd 1ml luer-lok syringe bulk non-sterile "silicone" foreign matter was discovered inside the barrel of syringe. This occurred with potentially 18,000 syringes of lot# 1035281 and 10,000 of lot# 1127509. The following information was provided by the initial reporter: we have unfortunately received a complaint from one of our customers due to an excess of liquid (believed to be silicone) inside the barrel of the syringe. This incident did not cause any patient or user injury and was identified prior to use of the syringes. The lot number of the syringes related to this complaint is 1035281. 18,000 syringes are potentially affected we have also observed the same issue in 1ml syringes that we have picked for other jobs. No patient or user injury was caused by this issue as it was identified before the syringes were released to the customer. The lot number of these syringes is 1127509, as a result of this issue 10,000 units have been rejected by production.